Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently "unable to resume insulin" on the pump which resulted in an elevated blood glucose (bg) level; value was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.